Event description:
Call received from reporter that several of his dexcom g7 sensors are all reading low. This has been occurring the last few months. The first device which was inserted on left arm in (B)(6) had blood glucose readings of: 67 (B)(6), 63 (B)(6), 69 (B)(6). Second device on (B)(6) was on right arm and had blood glucose readings of: 69 (B)(6), 64 (B)(6), and 69 (B)(6). The third device, inserted on left arm on (B)(6) was reading in the 40's and 50's (B)(6) and then said, "device failed". The fourth g7 sensor was inserted on (B)(6) 2024 with readings of: 48 (B)(6), 63 (B)(6), and 48 (B)(6). Caller stated that he believes that the sensor readings are inaccurate and that when these readings occurred, he experience no symptoms indicating that he had low blood sugar or was hypoglycemic. Caller stated that this is very dangerous for those who use this device due subsequent possible treatment administered based on the readings given by the dexcom g7 device. Ref reports: mw5160431, mw5160432, mw5160433.